Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00138 to provide the sample evaluation results as well as a correction to concomitant medical product. Disregard the date documented in concomitant medical product as the event date for this report was not confirmed. Results/conclusions is based on evaluation of the retention sample from the reported lot and one other lot; is based on a retention sample evaluated. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. Functional testing revealed leakage in two retention samples. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Based on the investigation, the retention samples failing the leak test supports the claim the complaint sample leaked. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00138 to provide the sample evaluation results as well as a correction to concomitant medical product. Disregard the date documented in concomitant medical product as the event date for this report was not confirmed.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The customer reported similar events for other devices with the same product code/lot number combination. See MDR numbers 118880-2016-00134 thru 1118880-2016-00138 for details. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the valve on the sheath is leaking during the procedure. Blood loss was less than 250ml. The procedure was completed successfully. The patient was reported as doing fine.